Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Citation: the journal of urology. 2010 may 31;183(4) supplement:e301.

Event description:
It was reported in journal article ¿management alternatives for urine leak after laparoscopic or robotic prostatectomy¿ that patient underwent laparoscopic or robotic prostatectomy between 2002 and 2009. Literature review of surgical footage noting that the suture was used on anastomosis. Post operatively, the patient may have experienced anastomotic urine leak and or anastomotic leak. The patient may have experienced large abdominal drainage which required surgical procedure and possible bilateral double-j ureteral stent placement. No additional information was provided.